Event description:
A customer reported that the pump declared alarm 30 and the event occurred during pumping. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, and there is no reported impact on the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged to replace the pump, which was still under warranty. The customer was informed to use multiple daily injections as backup therapy and was instructed on how to return the pump using a pre-paid label.